Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found the distal connector of the lead was extrinsically bent. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the cathode pin of the connector was bent on connecting the crocodile clips. It was noted that the pin was straight when introducing the right atrial (ra) lead into the vein. The ra lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.